Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the was found to have a tear on the posterior view measuring approximately 0.6 cm. Additionally, an area of silex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. The normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with an unknown mentor textured saline prosthesis experienced right sided deflation post procedure. As a result, explant was performed on (B)(6) 2025. On (B)(6) 2025, analysis of the two identical devices received for this event revealed that both had damages consistent with the possibility of deflation. Therefore, mentor is taking the conservative approach and reporting both.